Manufacturer narrative:
A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming no disposable pump wont run. No patient injury reported.

Manufacturer narrative:
Other, other text: the model number was incorrect, in the initial submission. The device manufacture date was not documented, in the initial submission.